Event description:
It was reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert designated as alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a different charging setup, including a tandem wall adapter and a non-tandem charging cable.